Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to no capture at max out. This ra lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.